Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a rotator cuff repair procedure, the needle tip of the multifire scorpion needle broke off while being fired. The needle tip was unable to be retrieved and was left in the patient's rotator cuff. Reporter has no additional information.